Event description:
The customer stated he does not know the date this tracheostomy tube was placed in pt, or if it was pretested. The customer stated that they found out that the flange separated from the hub on this tracheostomy tube a week ago. The caller stated that they removed the tracheostomy tube when the failure was noticed, and replaced it with another tracheostomy tube. The tracheostomy tube was discarded.